Event description:
It was reported that an educator, on behalf of the user, experienced an ilet touchscreen that would not respond to the slide-to-unlock action, and the device could not be restarted due to the app not being paired; the problem was consistent with an unresponsive key or button and involved the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided. Investigation of this case revealed a software problem associated with an unresponsive touchscreen control. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.